Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the user returned the actual device involved. The complaint was confirmed and caused a cracked solder joint (result code 511) on the power supply board that caused an open circuit (result code 122) eliminating the 12-volt power required to operate the display and generating the error code. Resoldering of the connection resolved the failure. The device was repaired and returned to the customer.

Event description:
The customer reported that upon their initial incoming inspection of a new device that the device's display did not function. They also reported that an error code was shown on chart recorder printout. No pt involvement.